Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (impactor f/pfna blade, part number 03.010.410, lot number 9633972). The subject device was returned with the complaint condition stating: the visual inspection of the returned item has shown that two parts from the blue handle are broken out. The broken off parts were not returned for evaluation. The instrument shows wear marks at the whole item. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event was reported as (B)(6) 2017; it is unknown if that is the date the device broke or the date it was discovered broken. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 03.010.410 / lot. 9633972: manufacturing location: (B)(4), manufacturing date: 19.oct.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of the loan set back from the distributor it was identified that several pieces were broken. The reamer for proximal femoral nail antirotation (pfna) blade has broken shank. The cutting part of the drill bit ø 4.0 mm, f/pfna is broken 10 mm and the impactor f/pfna blade is broken in two pieces. All the broken off parts are not returned. No patient involvement reported. This report is for one (1) impactor f/pfna blade. This is report 3 of 3 for complaint (B)(4).